Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture on the electrocardiogram (ECG). The rv lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).